Event description:
The event is reported as: complaint description: the stapler stuck, then it spit out more than one at a time. No pt injury reported.

Manufacturer narrative:
Sample not returned to MFR in time for this report.